Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. A failure event observed during analysis. As received only the connector portion of the lead was returned in one piece. Visual examination found full breach insulation degradations adjacent to the connector boot. All the other damage noted was consistent with procedural damage.